Event description:
It was reported that the pacemaker and this right ventricular (rv) lead on this patient, were explanted and replaced due to high pacing impedance out of range. The rv lead was suspected to be fracture but unable to confirm. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: m/s number of the lead. D4 and patient information.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead on this patient, were explanted and replaced due to high pacing impedance out of range. The rv lead was suspected to be fracture but unable to confirm. No additional adverse patient effects were reported.